Event description:
Clinic notes were received on a vns patient. It was reported that the patient had high lead impedance dcdc 7, and the patient might have had a seizure 2-3 weeks ago. It was noted by our consultant that the patient during a diagnostics test had a dcdc code of 7 with high impedance noted. The patient had a grand mal seizure and hit her head on the corner of a table a few months ago but not other trauma reported prior to this event. There was no patient manipulation. The site was provided with recommendations to program the patient's vns off and x-rays may be taken and sent to the manufacture for review. At this time no further information has been received.

Event description:
The patient had full revision surgery performed. A lead break was not seen in the or. Good faith attempts are underway for product return for analysis. Their generator was a prophylactic replacement.

Event description:
Good faith attempts have been made for the explanted generator and lead to be returned for analysis and thus far they have not been returned.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.